Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08487 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024,it was reported that patient faced three events of infusion set tubing leaking from infusion set cannula. The infusion set had been used for 1 day. The blood glucose level was 179 mg/dl at the time of event. No further information was available.